Manufacturer narrative:
Since the subject device has not been returned yet, not investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the monitor light remain orange. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. When the device is powered on, it begins to send data to back-office. The device was out of order with orange light because it was saturated with unsent data. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that a temporary loss of connection with back-office prevented data from being sent, therefore, leading to data saturation on the device. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the monitor light remain orange. Rebooting the device did not resolve the issue.